Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion pressure testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'failed psi test' was not verified. During evaluation the device under infused. The cause was identified to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.